Manufacturer narrative:
The customer was provided with support from gehc's remote technical expert for the issue they were experiencing with the ge device. The flow control valve was recommended to be cleaned to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.